Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an atrioventricular (av) node ablation performed immediately post-implant, the atrial lead became dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.